Event description:
On 9/14/2024 an ilet user reported they experienced a high blood glucose (bg) event resulting in diabetic ketoacidosis (dka) and hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024, the user was admitted to the hospital for dka after experiencing high bg levels (over 600 mg/dl) and chest pain. The user reported that they had been feeling sick and tested positive for high ketones, prompting the hospital visit. They believe a longstanding tooth infection, which occurred while the pump was learning, may have caused their blood sugars to fluctuate due to stress and illness. At the time of the call, the user's bg levels were stable, and they have since resumed using the ilet. Treatment while admitted included humalog insulin.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hyperglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Insulin delivery was suspended for ~8 hours when the cartridge was empty and not replaced. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hyperglycemic event was likely caused by the user's failure to replace the insulin cartridge promptly, resulting in a prolonged period of suspended insulin delivery. The user's underlying condition likely contributed to the severity of the event.